Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting an error code 110b proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The device was being used to create a treatment plan for respiratory assist. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer verified there was a code 110b. The flow sensor assembly was replaced a few months ago, and they have 1,676 hours since replaced. The rse provided parts ID for the solenoids, and the data acquisition (da) printed circuit board assembly (pcba). This investigation is ongoing.

Manufacturer narrative:
The customer replaced the solenoids 3 & 4 and the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.